Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8781, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving bupivacaine and fentanyl at concentrations of 20 mg/ml, 2000 mcg/ml and doses of 6.250 mg/day, 625.0 mcg/day via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient was no longer feeling pain relief from the pump and was having pain recurrence on (B)(6) 2016. A catheter access port (cap) contrast study was performed the same day and it was found that the catheter tip was dislodged and was in the subcutaneous tissue. It was indicated the issue was related to the device or therapy. No actions have been taken and the event resulted in an emergency room visit. The issue was considered ongoing at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the outcome to unresolved at time of study e xit/death/study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient exited the study on (B)(6) 2017. The reason for the exit was the patient was no longer available for further follow-up. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) kg.